Event description:
Delay of therapy during a pump alarm condition reported. Initially reported as "undocumented" with MFR report #600096-1999-00081. A nurse was called to a pt room during a code situation. As the nurse was starting to hang critical care drips during the code, each one, approximately 5 in all beeped door/cassette, and all tubings had to be changed. Medications documented to be running at the time of the event were unspecified dosages and rates of lidocaine, 1/2 normal saline, and dopamine. No pt harm or injury reported related to the event. The pt expired 2-3 days later in ICU.